Event description:
It has been reported to philips that the generator starting up, xray not available. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use. The philips field service engineer (fse) inspected the system on-site and confirmed that the generator starting up and x-ray was not available. Fse performed tube adaptation, tube yield and edl calibrations. After that system was normal. The same issue reoccurred again fse have replaced x-ray tube and calibrated system as per instructions. After that system was working fine. The codes were updated based on the investigation outcome.